Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company rep.

Event description:
It was reported that the patient presented after receiving an appropriate shock for true ventricular tachycardia. It was noted that the lead exhibited low high voltage lead impedances. The lead remains implanted.